Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: separated balloon remains in pt. Device issue: balloon separation. It was reported that the procedure was to treat a heavily calcified rca. After pre-dilating with a 2.5 x 15 mm voyager, a 3.5 x 38 mm zeta stent was deployed in the distal rca, and a 3.0 x 38 mm zeta stent was deployed in the proximal rca. The 3.0 x 38 zeta balloon was then advanced to post-dilate where the two stents met, but the tip became stuck in the calcification and stent struts. When the stent delivery system (sds) was removed, the balloon and possibly the distal end of the shaft separated. An attempt was made to snare the separated piece, but was unsuccessful. The separated piece remains in the pt; however, the pt is stable and her EKG is normal. No add'l event or pt info is available.

Manufacturer narrative:
.